Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with stroke symptoms. An interrogation report shows that the right ventricular (rv) lead had intermittent t-wave oversensing (twos). A follow up with the patient¿s healthcare provider yielded that the rv lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.